Event description:
The company was notified that the surgeon has decided to explant the patient's c1 internal device during upcoming canaldown mastoidectomy. Previous testing showed that the device was functioning. However, the patient has never shown much development in his auditory skills despite intensive therapy and intervention services, and had gradually become non-user overtime.